Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with out of range high pacing lead impedance via merlin.net transmission. Review of the records showed that impedance had suddenly risen. In clinic, all other measurements were normal. A week later, the patient was presented with increased impedance again. No other anomalies were observed. Perform isometrics and pocket manipulation while checking lead impedance measurements was suggested. Physician should also consider performing a chest x-ray to confirm lead pin position in the device header as well as lead integrity. Further actions will be discussed with the physician. The patient was stable and will continue to be monitored.